Event description:
It was reported that not all water goes into the balloon, when the nurse removes the clasp to fill foley catheter balloon (batch# mygp2455 and batch# mydv4808). The balloon deflated after 24 hours causing the foley catheter to fall out. The nurse stated that water was already coming out when they filled the balloon (batch# mygp2455 and batch# mydv4808). So, the catheter would not last. The patient stated that they had made numerous complaints about this happening, and this had happened to almost every catheter they received over the past couple of years. The patient was unhappy that nothing had happened following their previous complaints and stated that they could not be the only patient having this issue (material# z01).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to rubberize latex top-up vigorously from supply tank. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that not all water goes into the balloon, when the nurse removes the clasp to fill foley catheter balloon (batch# mygp2455 and batch# mydv4808). The balloon deflated after 24 hours causing the foley catheter to fall out. The nurse stated that water was already coming out when they filled the balloon (batch# mygp2455 and batch# mydv4808). So, the catheter would not last. The patient stated that they had made numerous complaints about this happening, and this had happened to almost every catheter they received over the past couple of years. The patient was unhappy that nothing had happened following their previous complaints and stated that they could not be the only patient having this issue (material# (B)(4)).